Event description:
Skytron bed was functioning well for previous case, but after the surgical team moved the pt to the bed and anesthesia induced her, the bed electronics failed. Troubleshooting failed and the surgical team had to acquire another bed and transfer and reposition the pt.